Event description:
The mother of the patient called baxter center for service to arrange the pickup of the homechoice cycler due to the patient passing away on an unknown date. The patient's home nurse refused to provide any additional details. The cause of death is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The patient had passed away on an unknown date. The device was returned for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the incident. The device passed both the homechoice rite electrical test and the homechoice rite functional test and was found to meet performance specifications relative to the incident. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to this incident. No allegation was made against any baxter product. The issue with regards to the device was not confirmed. The assignable cause was undetermined. Review of the device history review and service history review revealed no issues that could have caused or contributed to the patient passing away.